Event description:
A customer reported that there was a leak at the baths of the coulter act diff 2 hematology analyzer. The customer stated that the baths and the vacuum isolation chamber were overflowing. The operator was wearing gloves at the time of the event. There was no exposure to mucous membranes or open wounds, and medical attention was not sought. Msds was not reviewed, but there is an exposure control or risk management plan in place and cleanup was completed following the biohazard spill protocol. Patient results were not affected and there was no death, injury or change to patient treatment attributed or connected to this complaint.

Manufacturer narrative:
The fse found that the baths were overflowing. The fse found that the wbc mixing bubble check valves were clogged and that there was debris build up on the vacuum isolation chamber. The fse replaced the waste pump, the wbc mixing bubble check valves and the vacuum isolation chamber. The repairs were verified per established procedures. Blood, controls, stain, lyse, cleaning reagent (clenz) or diluent can be present at the baths of the instrument. The cause of the leak is attributed to the wbc mixing bubble check valves being clogged and debris build up at the vacuum isolation chamber. (B)(4).